Manufacturer narrative:
(B)(4). Returned meter evaluation with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (B)(4) 2013.

Event description:
Consumer complaint "hi" control results. Control test performed during call with result of 391 mg/dl and "hi" control level one lot #2l1d38 acceptable range is 179 to 243 mg/dl. Control manufacturer's expiration date is 09/30/2014. No adverse event reported.